Event description:
Device 1 of 5. Reference MFR. Reports # : 1627487-2013-07001, 1627487-2013-07002, 1627487-2013-07003, 1627487-2013-07004. The pt was implanted with two leads from the same lot number. It was reported the pt's experienced heating at her ipg site. The pt alleged her ipg would become hot, and it turned her skin dark red. The pt stated the heating was not uncomfortable, and the skin discoloration resolved on its own. Additionally, the pt reported her scs system was explanted because the leads wires poked through her abdomen.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.